Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01046. It was reported the patient¿s leads were migrated. Consequently surgical intervention was undertaken on (B)(6) 2017 wherein the leads were repositioned. Effective therapy was restored postoperatively.